Event description:
Device issue #1: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training with the proglide device and starclose se devices attempted arteriotomy of an excessively scarred common femoral artery after a diagnostic procedure. Reportedly, while using the proglide device, a cuff miss occurred. The vessel was re-wired and the proglide device was removed. A starclose se device was then inserted into the vessel. After clip deployment the device was removed and the clip was found to have deployed in the distal end of the sheath. The physician reported that the locator wings had deployed above the arteriotomy in the tissue track due to the scarred groin. Hemostasis was achieved using manual compression. No adverse patient effects were reported. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4): device #2: part#14679-01, lot# 89034-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.